Manufacturer narrative:
(B)(4).

Event description:
The patient never had therapeutic effect from the implanted pump system. He stopped having the pump refilled. Two years later, he called patient services of the manufacturer. The patient had dementia and did not have a physician. The catheter was revised. The patient was doing well afterward. The pump medication was not adjusted. He was no longer having problems with the system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.